Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield r-wave oversensing. Additionally, the patient felt her heart pounding. Technical services (ts) reviewed troubleshooting options and programming considerations, and the pacemaker was reprogrammed to aai. This pacemaker remains in service. No additional adverse patient effects were reported.